Event description:
The ventilator displayed tech errors 10,37and10003, when connected to the patient and the ventilation stopped. The ventilator was swapped out. There was no patient injury. The unit had sw upgraded to v. 2.00.0. In february 2005.